Event description:
Patient was revised to correct knee alignment.patient was in a motor vehicle accident approximately 30 years ago.due to injuries sustained in the accident,the patient's femur never healed correctly.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers req to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided informattion. The initial rpeort states that is is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.